Event description:
Additional information: the account reported that the patient received a total of (B)(4) units of packed red blood cells, (B)(4) units of flash frozen plasma, and (B)(4) unit of cryo. Multiple gastrointestinal studies noted a small arteriovenous malformation with no stigmata of bleeding. The patient will remain off of coumadin and follow up with bi-weekly blood draws. On 20sep2019, the patient was discharged home. No further information was provided.

Manufacturer narrative:
Additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5: additional information. Section d4 and h4: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support with no further issues reported. Heartmate 3 lvas IFU lists bleeding and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The introduction section details pump speed, power, flow, and pi. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient had hemoglobin of 6.2 g/dl on (B)(6) 2019 and 7.9 g/dl on (B)(6) 2019. Low flow alarms corrected with volume.

Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient noticed bloody stool and increased fatigue on (B)(6) 2019. The patient presented to a local ER (emergency room) and was transferred to another hospital. The account reported the patient's hemoglobin dropped from 12 to 7.5 within 3 months. While hospitalized the patient received 2 units of packed red blood cells, colonoscopy and esophagogastroduodenoscopy (egd). The egd noted visible blood in the colon but no sites of bleeding. The patient experienced low flow events while inpatient. No further information was reported.